Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure, the device's patient side stapleline was malformed and had a large gap that he had to suture over the gap and the malformed staples. It added thirty to forty minutes of repair time. There was no adverse consequence to the patient. The device was discarded. (B)(4)